Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 421 pulses and completed a bolus outside of the priming sequence before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the abdomen between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 33 mmol/l (594 mg/dl). A new pod was applied as treatment.